Event description:
It was reported that allegedly a patient fell out of bed reportedly due to the siderail not latching in the upward position. No malfunction was observed when evaluated by the service technician. It is not known if there was any resulting injury.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.